Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a permanent implant procedure on (B)(6) 2019, the patient's ipg incision site reopened. In turn, the patient underwent surgical intervention on (B)(6) 2019 where in the incision was closed via sutures.